Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 10-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 175 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump pocket site was infected and had redness and swelling. There were no external factors that contributed to the event and no diagnostics/troubleshooting were performed. The entire system was explanted and discarded. A new pump and catheter were implanted on the opposite side of the patient's abdomen. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.